Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited lead noise. Sharp, high amplitude signals were seen. Noise was reproducible with pocket manipulation and occasionally with left arm movements. Programming changes were made, but the noise was still sensed after the changes. The device was reprogrammed back to the original parameters, and no additional intervention was performed. The patient was stable and would be monitored.